Manufacturer narrative:
Investigation conclusion: retention and returned devices for the reported lot were tested with quality control cutoff standard (20miu/ml) and high hcg clinical urine sample (212.6iu/ml, 215.2iu/ml, and 221.9iu/ml for retention and only 212.6iu/ml for returned). All devices yielded expected positive results at read time and met quality control specifications. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. Case details do not indicate if the urine sample was a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2018, the patient presented to the facility after obtaining two positive results on home pregnancy tests (brand unspecified). A urine sample was collected and a fisher-sure-vue hcg stat serum/urine test produced a negative hcg result. A patient serum sample was sent to the laboratory for a qualitative serum test and a positive hcg result was received. Although requested, no additional information was provided. Troubleshooting was conducted with the customer. The level of detection of the test was discussed and the customer was informed that if the hcg result was around the cut-off of the fisher-sure-vue hcg stat serum/urine test, an unexpected negative result might be received.